Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser." Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that after the laser probe was inserted and ablation had started, no heat was being shown on the software. It was then noticed that there was an evident kink on the laser probe umbilicals where the laser fiber extends. The laser probe was replaced with a new one and the case resumed with no further issues reported. There were no patient complications reported in relation to this event.